Event description:
It was reported that the speed was stuck at 570, 000 rpm. A rotablator rotational atherectomy system was selected for a demonstration service. During demonstration it was observed that the knob for adjusting the rpm was not functioning with the dynaglide light remained on. Furthermore, it was noticed that the rpm constantly stayed at 570, 000. There was no patient involved during the case.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted physical damage on the console. There were dents on the cover and the serial numbers were illegible. The rubber foot was also missing. Functional testing observed no rotational display caused by massive gas/air leak at the turbine pressure switch and no burr rotation. The foot pedal was in good condition and functioned properly. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the speed was stuck at 570, 000 rpm. A rotablator rotational atherectomy system was selected for a demonstration service. During demonstration it was observed that the knob for adjusting the rpm was not functioning with the dynaglide light remained on. Furthermore, it was noticed that the rpm constantly stayed at 570, 000. There was no patient involved during the case.